Manufacturer narrative:
MFR site: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for neuropathic and non-surgical refractory back pain. It was reported that following implant of the ins, the patient experienced pocket pain. As the patient achieved a good pain relief, the patient became more active resulting in weight loss. The patient was closely followed up for the pocket pain, and infection was excluded by clinical exam. On (B)(6) 2021, a pocket revision was performed to reposition the ins towards a more cranial position. During the pocket revision no infection symptoms were observed. Following the pocket revision, 3-4 days no stimulation was given in order to avoid recharging on the pocket wound. Despite the pocket revision the patient remained to have similar complaints despite the good back pain relief. The complete device system was explanted (B)(6) 2021 due to persistent pocket pain. Despite the very good therapeutic effect the patient¿s pocket pain was very limiting and limited the patient¿s quality of life. At the explant there could be no clinical symptoms observed by the doctor. Possibly the problem was related to the patient who lost a lot of weight and feeling the device too much resulting in focusing too much on the issue i.e. Not accepting the device in the body (psychological). The issue was resolved at the time of this report. The patient was alive with no injury.